Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the head of the screw broke in patient during primary surgery. The part broken off was retrieved but rest of screw remains in patient. The physician was unable to retrieve remaining part out of patient.